Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited increasing thresholds and "decrease in sensing." It was also reported that the rv lead exhibited high thresholds. The ra lead exhibited undersensing / unstable thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient "twiddled" the right atrial (ra) and right ventricular (rv) lead. The ra and rv leads were explanted and replaced.